Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the attempted implant procedure, the physician stated that following lead placement, poor sensing was exhibited. The physician elected to surgically abandon this lead and implant another of same model type. No other complications were reported and no resulting adverse effects were observed.